Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Reproducible tests have been carried out on the device. A flowrate was launched at @4.0 ml/h for 2 hours with monoject 50cc syringe. The flowrate was changed to @3 ml/h for 50 minutes and finally the flowrate was changed @2.0 ml/h for 1h56. At the end of the flowrate, the pusher arm was disengaged and moved to the left to create a manual bolus. A visible and audible alarm was triggered on the device. No dysfunction detected compared to the complaint description, a human action is needed to create a manual bolus on the device. Quality control was successfully completed with no malfunctions detected. For this complaint, no technical issue has been found on the device during testing. The reported issue could not be reproduced, and no root cause was identified, the complaint is therefore not valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid. The trend is: n/a.

Event description:
The following has been reported: "on thursday, (B)(6) 2025, fk received the injectomat mc agilia (B)(6) device along with the customer's complaint document. The complaint describes that during the insulin injection, the pump administered an uncontrolled bolus, which was identified by a nurse who happened to be near the pump. According to the document, the incident occurred on (B)(6) 2025 at 05:03. Subsequently, the device was handed over to the hospital's biomedical engineering department. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.